Manufacturer narrative:
The sensor (sn (B)(6)) was requested for further analysis.after receiving the sensor, a visual inspection was done, and no anomaly was observed.the sensor replacement alert was triggered on 4th november, 2023 (day 118 from insertion).a review of the dms data showed significantly low signal and reference channel values around (B)(6) 2023 timeframe.it appears the customer also had an infection on the sensor insertion site which could have likely contributed to the rejected fingersticks and subsequent sensor replacement alert. B4.date of this report 26 september 2024. G3.date received by the manufacturer? 04 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement.

Event description:
On november 6, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.